Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The disposable loading unit was used with an auto suture* gia 90 premium* stainless steel instrument during a lung volume reduction. Reportedly, the staple line was incomplete. The surgeon applied another disposable loading unit to complete the procedure. The hospital has reported that no patient injury occurred.